Manufacturer narrative:
(B)(4). A review of lot f1722904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that after using a mynxgrip vascular closure device, the sealant pulled out from the patient's skin. The sheath had already been retracted from the tissue tract when the sealant pulled out from the skin. The vcd was being used for arterial closure following a percutaneous coronary intervention (pci). The mynx vcd was prepped according to IFU instructions. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Manual compression was performed for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to be "ok".

Manufacturer narrative:
Complaint conclusion: it was reported that after using a mynxgrip vascular closure device, the sealant pulled out from the patient's skin. The sheath had already been retracted from the tissue tract when the sealant pulled out from the skin. The vcd was being used for arterial closure following a percutaneous coronary intervention (pci). The mynx vcd was prepped according to the instruction for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Manual compression was performed for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to be "ok." The product was not returned for analysis. Review of lot f1722904 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Furthermore, patient factors, thin, female patient, may have also contributed to the reported event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.